Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a year ago.

Event description:
It was reported that patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be released by the medical facility.